Event description:
A report was received that the patient had to frequently charge her ipg. The patient underwent a pocket revision wherein the ipg was replaced with a new one due to suspected device malfunction. The patient was reportedly doing well after the procedure.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.